Manufacturer narrative:
(B)(4).

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer¿s blood glucose level was 373 mg/dl. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.